Event description:
Multiple problems with vitek proplast/teflon implant. Implanted in 1984 and removed in 1998. Because no one told rptr of danger to health, or that the product had been recalled by FDA, it stayed in 14.5 years. Now rptr has many problems and unbearable pain.